Manufacturer narrative:
This report is submitted on march 1, 2022.

Event description:
Per the clinic, there was loss of osseointegration of the implant when the abutment was being removed on (B)(6) 2022.